Event description:
Note: this MFR report pertains to the first of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-2661, #3005099803-2008-2675, #3005099803-2008-2677,and #3005099803-2008-2680 for a description of the other devices. It was reported to boston scientific corporation in 2008 that a resolution clip was used during a procedure a male patient (weight is unknown) for hemostasis of a bleeding duodenal ulcer in 2008. According to the complainant, after deployment, the clip not adequately grasp the mucosa and was released into the duodenum. The physician did not attempt to retrieve the clip and indicated that it was expected to pass via peristalsis. The physician attempted hemostasis with four additional clips and was able to complete the procedure with a sixth hemostasis clip. After placement of the sixth clip, epinephrine and a heat probe were also utilized to resolve the bleeding. At the conclusion of the procedure, the patient's condition was identified as "good". Twelve days later, it was reported that the patient was doing "fine".

Manufacturer narrative:
Bleeding, (failure to achieve hemostasis). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.